Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified amount of one-link needle-free IV connectors were broken. It was further specified that the "connector fell apart". It was not specified when in the process this event occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.